Manufacturer narrative:
The customer states that the org is not showing up on the cns (central monitoring system). A search for the org on the host list was unsuccessful. Customer was advised to check the connection going to the org. Customer stated the power and link light was on. Customer was advised to reboot the org which solved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer states that the org is not showing up on the cns (central monitoring system). A search for the org on the host list was unsuccessful.